Event description:
The customer observed axsym imprecision while testing pt samples. A sample test tested axsym toxoplasma igm negative (0.36 index value) in 2005 retested toxoplasma igm postive at another facility using beckman access method. The same pt was redrawn in 02/2005 and the axsym toxoplasma igm result was positive (2.75 index value). No impact to pt managemdent was reported.